Event description:
It was reported that this right ventricular lead exhibited poor impedance trends and jumps in impedance leading to suspicion of lead fracture. During the extraction procedure the superior vena cava was torn, and a procedure was performed to repair it. This lead was surgically abandoned, and the replacement procedure was postponed. Subsequently a subcutaneous implantable cardioverter defibrillator implant procedure was successfully performed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited poor impedance trends and jumps in impedance leading to suspicion of lead fracture. During the extraction procedure the superior vena cava was torn, and a procedure was performed to repair it. This lead was surgically abandoned, and the replacement procedure was postponed. Subsequently a subcutaneous implantable cardioverter defibrillator implant procedure was successfully performed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited poor impedance trends and jumps in impedance leading to suspicion of lead fracture. It was also noted that no breaks were noted through fluoroscopy, however isometrics reflected impedance change and noise. During the extraction procedure the superior vena cava was torn, and a procedure was performed to repair it. This lead was surgically abandoned, and the replacement procedure was postponed. Subsequently a subcutaneous implantable cardioverter defibrillator implant procedure was successfully performed. No additional adverse patient effects were reported.